Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of foreign material found in the nozzle, the plastic distal end cover and the bending section cover could not be determined. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use: detection methods are written in IFU: gif-q150 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water removal ability did not meet the standard value due to a clogged nozzle, the plastic distal end cover had a dent, the adhesive around the objective lens and light guide lens had foreign objects, the bending section cover had foreign objects and a crack, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, the play of the up/down knob was out of standard value due to wear of the angle wire, the play of the right/left knob was out of standard value due to wear of the angle wire, the angle wires were stretched, the right/left knob had foreign objects, the up/down knob had foreign objects, the switch box had a stain, switch 1 had a stain, the connecting tube had yellow discoloration and a wrinkle, the image guide protector had a cut, and the control knob had a foreign object. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an angulation problem/reduced angulation. The issue was found during a general routine inspection. The device was returned for evaluation. During the device evaluation, the air/water nozzle was blocked with foreign debris was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.